Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received no delivery alarm during manual prime. The customer¿s blood glucose level was 512 mg/dl. Customer states they were able to troubleshoot for a potential reservoir and infusion set issue. The customer states the insulin did exit. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.